Manufacturer narrative:
This device has been returned; however, the evaluation is currently pending. Following completion of the investigation, a follow-up medwatch will be submitted. This device was used for treatment.

Event description:
It was reported that treatment was performed on an internal carotid aneurysm. After deployment of a stent, the last of several coils was difficult to place in the aneurysm. The microcatheter "kicked out" of position and the stent was re-crossed over the coil; however, a couple of loops were continuously falling out of the aneurysm. The coil eventually broke, leaving some of the coil in the parent artery. No additional intervention was attempted. The patient is reported to be doing well and was released without any deficits.